Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
The device is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited an increased charge time (CT) of 18.7 seconds, which was .2 seconds from reaching elective replacement indicator (eri). A technical services (ts) consultant discussed the mid-life display of replacement indicators advisory and that eri might be reached during the next automatic capacitor reformation. They discussed demonstrating beeping tones for the patient. The device was later explanted and returned for analysis. To date, there have been no reported adverse patient effects associated with this clinical observation.